Event description:
The customer reported obtaining a non-repeatable false positive troponin I (access accutni+3) result for one patient sample on an access 2 immunoassay analyzer (serial number (B)(4)). The original result obtained was 0.25 ng/ml, above the normal reference range. The result was reported out of the laboratory and the clinician requested repeat analysis. The sample was analyzed again twice and both times yielded 0.00 ng/ml. There has been no report of patient injury or change to treatment in connection with this event. Calibration passed on october 28, 2014 and system check passed on november 12, 2014. The sample was centrifuged for 10 minutes at 3000g. There was no report of preanalytical issue with the sample.

Manufacturer narrative:
The customer did not provide the patient's age, date of birth, and weight. (B)(6). There is no indication that access accutni+3 reagent was returned for evaluation. The customer did not question instrument performance. Calibration passed on (B)(6) 2014 and system check passed on (B)(6) 2014. There is no evidence that the instrument had malfunctioned. In conclusion, the cause of the non-reproducible accutni+3 result cannot be determined with the information provided.